Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider reported that the patient was erratic and was questioning whether patient received a bad batch of medication. Hcp was also concerned because end of life (eol) was getting near and questioned whether there was ¿reaction¿ with the pump causing the patient symptoms. It was reported that the hcp had removed the drug and was filling it with saline. They questioned the ¿verbiage motors stall occurred and stopped pump may exceed tube set¿ message on the clinician programmer. It was reported that the hcp applied a magnet for approximately 48 hours that forced to turn pump off on (B)(6) 2014 at about 8-9am. Patient was set at a minimum rate and it was reported that patient does not trust the pump. Patient wouldn¿t mind if the pump stayed stalled. There were two incidents of patient being unresponsive after the last two refills. It was believed that patient received too much drug and reported that there had been two different episodes where it had occurred. About 12-18 hours after pump is refilled the patient would be almost unresponsive. The first episode the patient¿s husband saved her life because he had called 911. During the 2nd episode patient was monitored and the prescription was reduced. Patient was still difficult to arouse about 12 hours after refill. Hcp reported that the volumes was ¿not that great¿ but didn¿t have any information with volume discrepancies. It was unknown what the pump was infusing. Two days later it was reported that the patient was going to hospice for reasons unrelated to the pump and was not stable enough for a new pump. It was noted that the physicians would try to manage the pain through oral and IV medications. It was unknown what the pump was infusing. Additional information has been requested, but was not available as of the date of this report.